Event description:
No additional info.

Manufacturer narrative:
It was reported that the tubing split and was leaking. One sample model 2426-0500, possible lots 23103161 and 23103162 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with water and a leak observed coming from the top of the silicone segment. Upon visual inspection under the microscope, a rip in the tubing was seen at the top of the silicone segment. The customer complaint was verified. Based on the description of the leak not being discovered until after in use, the root cause of the failure is likely that the infusion set was improperly loaded causing damage to the silicone tubing of the pumping segment. Similar failures of this type have been seen when the infusion set is improperly inserted into the alaris pump. When incorrectly loading the infusion set and closing the door of the alaris pump, tears and holes in the silicone pumping segment can easily been created. The clinical team has been made aware of the issue and can provide additional instructional material for proper loading of the alaris pumps. A DHR was performed for the possible lots 23103161 and 23103162. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Manufacturer narrative:
Pr (B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#: unknown. Batch number#: unknown. It was reported by customer that they had issue with one of the tubings where it split and fluid leaked all over the patient. Verbatim#: "as per customer - we had issue with one of the tubings where it split and fluid leaked all over the patient. Clinical staff would like for me to send it in to bd to determine why it malfunctioned. (B)(6). Director, materials management / (B)(6). (B)(6)". Additional information: what is the date of event? 2/19/24. Please share the material & lot number: bd ref2426-0500, lot # unknown, current product packaging in unit do not have lot number written on them. Describe any patient harm, injury, complication or negative outcome that occurred because of the event. Rn caring for patient reports that shortly after MRI complete and patient transport to nicu began tpn started leaking rapidly from IV pump. Upon inspection bd alaris tubing was punctured (at a part of the line inside the alaris pump between blue pieces) and was leaking all over the floor. No direct patient harm occurred, but break in central line/infusion increases infection risk. Tpn infusing also was immediately discontinued (presumed to be contaminated). Patient received only 50% of tpn infusion ordered for the day. Alternative fluids provided to patient with new line.